Manufacturer narrative:
Concomitant medical products: w1tr03 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of "symptoms" that are occurring between two o'clock and two fifteen in the morning. It noted that right ventricular capture management is on which may be causing the patient's symptoms. This was programmed off to see if the patient's symptoms subside. It was also noted that the atrial lead has low impedance values that appear to be stable. The device and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing muscle stimulation around the pocket. The atrial lead had high thresholds; outputs were set high, a polarity switch to unipolar due to the low impedance and a likely insulation breach. The atrial lead was capped and replaced.